Event description:
During routine post operative drain removal by ortho resident, distal portion of drain (approx 11mm) remained in the pt's back. The pt was scheduled for surgery, retained drain fragment was removed on (B)(6) 2011.